Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2014). The patient¿s meter has been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate high results as compared to the patient's normal readings/feelings. The reporter did not specify the reading obtained from the subject device. A quality control test was performed but did not pass, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.